Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6) and event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cs300 intra-aortic balloon pump (iabp) displayed an error: vacuum inefficient. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) confirmed the "insufficient vacuum" message at power-up and replaced the drive manifold. Repair completed. Functional tests performed with positive outcome. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.